Event description:
Patient is trachea-ventilator dependent. The circuit was changed by respiratory therapy #1. Three days later, at approx 1 am, respiratory therapist #2 noted the tubing connecting the humidifier from the water reservoir was clamped. Respiratory therapist #2 unclamped the tubing. At approx 4 am, patient became hypoxic and the heart rate decreased. Code blue was called. Patient was resuscitated including suctioning thick copious secretions. Patient went back to baseline. No sequelae noted.